Manufacturer narrative:
Product complaint #(B)(4). The damage to the liner appears to be an intraoperative event where the implant was damaged during implantation. There is no indication that the insert was damaged prior to the implantation. It is reasonable to conclude that the damage is due to use error and not due to a defect of the insert. This conclusion will change the previous determination of malfunction to not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ps poly was damaged during insertion. The locking clip bent in the wrong direction during impaction which meant it couldn't be used. There was surgical delay of five (5) minutes. Used a larger thickness poly. No fragments were generated. The procedure was completed successfully. There were no patient consequences.